Event description:
The customer reported the ventilator went vent inop upon power up. The customer reported the ventilator was not in use on a patient therefore there was no patient harm or involvement. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician was unable to duplicate the reported problem. Review of the device diagnostic log confirmed a vent inop occurrence due to an exhalation motor error. The service technician checked all connections to pcb boards and cables and the vent inop did not recur during testing. Performance verification testing was completed and tests passed to operating specifications.